Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level of 169 mg/dl. The customer states that there is fluid/moisture in the device and also reports having a broken belt clip. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly.motor assembly and battery tube found corroded per visual inspection.unit received with cracked case at display window corners, reservoirtube and battery tube threads. Unit received with scratched displaywindow. Unit received with missing end cap sticker.